Manufacturer narrative:
The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time; if the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not evaluated by manufacturer

Event description:
During device testing battery low and memory full prompts heard. No patient involvement.

Event description:
During device testing battery low and memory full prompts heard. No patient involvement.